Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5024m-58 lead implanted: (B)(6) 1995-, 419378 lead implanted: (B)(6) 2003. The initial reported event of infection was received on 2015-12-12. Of note the serious injury was submitted via an alternative summary report on 2016-01-31. Information was subsequently received on 2016-02-26 and revealed an acute kidney injury had subsequently occurred. As this new information does not qualify for summary reporting, this report is therefore being submitted as a bimonthly report.

Event description:
It was reported that the patient experienced an infection. Approximately two weeks after a generator change procedure, the patient developed drainage from the lateral edge of their incision. The area was noted to be red and slightly warm. Cultures were taken and the patient was started on antibiotics. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted. It was further reported that the patient experienced an acute kidney injury after the explant of the infected device system and implant of a replacement device system with epicardial leads. The patient's creatinine levels increased from a baseline of 0.6 to a peak of 2.53 during their hospitalization. The exact etiology of the acute kidney injury is unknown. The patient was treated with intravenous fluids and diuretics. The patient subsequently developed hypernatremia and was provided discharge instructions for increased water intake, monitoring intake, outputs and weights daily, as well as prescriptions for metolazone and furosemide. The patient's creatinine levels decreased to 2.15 at the time of discharge. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.